Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient was initially undergoing surgery to a sub clavicular wound revision and then found to have an infection, so then the surgeon explanted both their lead and generator. A device history records (DHR) review was performed and the generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.